Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with a dialysis catheter. Customer states: pt "snapped" catheter in half.

Manufacturer narrative:
Received further info on april 9th 2008 from sales rep, that the pt pulled out the dialysis catheter and the catheter was replaced. An investigation is currently under way. Upon completion, the results will be forwarded.